Event description:
Inr 0.8 with protime system vs a 2.2 inr with unspecified lab system. Patient therapeutic range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed.